Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned and analyzed. Visual inspection revealed no defects. Functional test shows that the plunger functioned properly. No abnormal resistance was felt when actuating the steering mechanism. He device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit fails the test due it presents a leak. The device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flow freely. The pump was programmed to 30ml/min and the device was irrigated for 5 minutes without any errors or pump messages. Electrical continuity test was performed, and no problems were detected. The noise test could not be performed due a communication error of the device with rhythmia hdx and maestro 4000. The device was destructively analyzed, and it was possible to observe that the solder points of the electrical components was corroded, and a leak was observed on the dual lumen at middle part.

Event description:
Reportable based on analysis completed on (B)(6) 2023. During a radiofrequency ablation procedure (rfa) to treat atrial tachyarrhythmia, an intellanav mifi open-irrigated was selected for use. It was reported that there was great interference noted after the catheter was put in the left atrium. The patient did have an implanted device. No equipment in the lab running on battery power when noise was observed. No error messages were displayed. Noise was observed on both recording system and mapping system. Irrigation pump was on. Flowrate 2. All electrodes showed noise. Noise was on all surface leads. Noise was present upon entering inside the patient. After replacing the catheter with another of the same model, the issue was resolved. Procedure was completed successfully, and no patient complications were reported. Product is expected to be returned. Analysis of the retuned device revealed a leak.